Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false decreased sodium results while using the architect c8000 analyzer. The customer provided the following results (normal range 136-145 mmol/l): (B)(6): initial 117, retest 139; (B)(6): initial 117, retest 138. There was no adverse impact to patient management reported. No additional patient information was made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Field service (fs) investigated on site and discovered the dry tip nozzle had popped out from its tabs on top of the cuvette wash station. Fs re-connected the nozzle, replaced the dryer tip, cleaned all wash nozzles, and helped the customer complete quarterly maintenance. Fs identified the issue to be caused by the dry nozzle. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.